Manufacturer narrative:
Patient¿s height is reported as 167 cms. Date of event reported as (B)(6) 2018, exact date is unknown. Device is an instrument and is not implanted/explanted. Reporter is synthes sales consultant. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using the suprapatellar tibial nail set during an unknown procedure on (B)(6) 2018, the ball tip of the t-handle ball hexagonal screwdriver was broken while attempting to unthread the cannulated connecting screw. Both the t-handle ball hexagonal screwdriver and the cannulated connecting screw were damaged upon removal. Both pieces were removed, and nothing was left inside the patient. It is unknown if there was a surgical delay. There was no patient consequence. This report is for one (1) t-handle ball hex screwdriver 8mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted. Part: 03.010.517 , lot: 8527789 , manufacturing site: haegendorf, release to warehouse date: 15. Nov. 2013 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The ball hex tip has sheared off and was returned lodged inside a connecting screw device. The material surface at the fracture site appears homogeneous with no voids or abnormalities when viewed under 10x magnification at cq. Document/specification review: the returned device was manufactured in november 2013. Top level assembly design drawing and screwdriver shaft component design drawing were reviewed during this investigation. The 03.010.517 screwdriver with spherical head is a reusable instrument included in the trochanteric fixation nail- advanced (tfn-a) system used for intramedullary fixation of proximal femoral fractures. No product design issues or discrepancies were observed. Dimensional inspection: the flat to flat width of the hex feature at the location of breakage measured 5.23mm at cq (calipers ca592) which is within specification of 5.0mm +0.3mm/-0.0mm per screwdriver shaft component design drawing se_403190 revision g. The shaft diameter just proximal to the break measured ø5.99mm at cq (calipers ca592) which is within specification of ø6mm +/-0.1mm per screwdriver shaft component design drawing se_403190 revision g. Material analysis: the design specified the shaft to be manufactured from x17crni16-2 and hardened and tempered to 43 hrc +5/-0 per screwdriver shaft component design drawing. Only top level of the device history record reviewed as sub-components are not lot tracked, therefore a material certification from the time of manufacture could not be reviewed. The material surface at the fracture site appears homogeneous with no voids or abnormalities when viewed under 10x magnification at cq. Based on the investigation findings, it was determined that a material test on the returned device is not warranted. Conclusion: a definitive root cause for the device breaking could not be determined based on the provided information. The most likely cause is encountering excessive torsional force. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.